Manufacturer narrative:
Device has not been returned for eval. (B) (4)

Event description:
The inserter shaft proxy bent while inserting anchor, wouldn't drive all the way. Anchor was left sitting proud of bone.